Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown implant was neither returned or identified. Visual inspection of the returned associated products identified wear about the implant engaging surface of the associated drivers. Functional testing was performed for the returned product and it was determined the driver assembled with mating implants, however it did not retain properly, dropping the implant to the floor when tested. Appropriate documentation was reviewed and the following information was identified: instsm rev e 08/18; no-touch tm delivery of certain® internal & external hex connection tapered implants. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the driver got stuck with the implant during a surgery and did not disengage. Doctor tried with the two drivers and finally changed to a new driver and could finish the procedure. The complaint as reported could not be confirmed and functionality of the implant could not be verified with the information provided. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product will not be returned to manufacturer.

Event description:
It was reported that the neither the iipdts driver nor the iipdtl driver would disengage from the implant. A new driver was used to complete the procedure.